Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the cause of inability to aspirate was unknown. The pump was replaced at the time same date as the end of service/early replacement indicator.

Event description:
Information was received from a company representative (rep) via healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (lioresal) 2000 mcg at 330 mcg via an implantable pump for unknown indication for use. It was reported that the catheter was unable to aspirate which was explanted completely and replaced with a 8780 catheter. There were no contributing factors reported. Troubleshooting/diagnostics included catheter aspiration. The issue was reported as resolved with the patient's status being "alive-no injury". Patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot# n282090006, implanted: (B)(6) 2011, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.